Event description:
Foreign body ingestion [foreign body ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body ingestion in a male patient who received double salt dental adhesive cream (new poligrip) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip. On an unknown date, an unknown time after starting new poligrip, the patient experienced foreign body ingestion (serious criteria death). On an unknown date, the outcome of the foreign body ingestion was fatal. The reported cause of death was foreign body ingestion. It was unknown if the reporter considered the foreign body ingestion to be related to new poligrip. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course]. On an unknown date, the reporter's grandfather died after swallowing a denture (seriousness: death). The outcome of died after swallowing a denture was death. No further information is expected.

Manufacturer narrative:
Argus case: (B)(4).